Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: x-rays were not provided; therefore the orientation of the components could not be reviewed. Surgical notes were provided from the implantation and revision surgery. Relevant history includes a complex pelvic discontinuity and fractures of the anterior and posterior columns. During the implantation surgery, 8 screws were used to fix the acetabular cup, which alludes to the amount of reconstruction required to achieve stability. During the revision surgery, the stem and cup were noted to be well-fixed. It was noted by the surgeon that there was a posterior incompetence in the gluteus medius tendon, which was felt to contribute to the tendency to dislocate. The etiology of the dislocation was felt to be bony anterior impingement. The excessive bone volume was resected during the revision surgery to reduce the tendency to dislocate. Based on the info provided, the most probable cause of the recurrent dislocations is related to the pt's condition. Eval: review of the device history records did not find any deviation or anomalies. It is not specified that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to recurrent dislocation.